Event description:
The patient was able to use the programmer and verify stim was currently on. Patient used the programmer to turn off stim. Patient stated she was currently on program 4 @ 0.0. The patient used the programmer and connected to the 2nd ins and verified stim was currently on. Patient used the programmer and turned off stim. Patient stated this ins was currently set @ 0.0 on program 4. Patient stated she went to the doctor 2 weeks ago and the doctor told her there was nothing else she can help her with. Patient was going back to the doctor on (B)(6) 2016. Patient stated the trial did not help at all but she chooses to continue on to the implant. The patient was going to be following up with the doctor regarding getting the implants to work right. The patient experienced return of symptoms was noted to be gradual. The patient had no symptom control and was going to the bathroom every 20 to 25 min during the day and the night. The patient has not been able to sleep. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor. Additional information was received from the patient and it was reported that since the middle of august it was not helping the bathroom. The patient reported that they were going to the bathroom every 20-25 minutes, even at night. Additional information was received from a patient on (B)(6) 2017. The patient stated that they had an appointment with their healthcare professional (hcp) on (B)(6) 2017. The patient stated that the systems were not changed and that they notified their new healthcare professional (hcp). The hcp did four tests and they will know the results on (B)(6) 2017. They have no change in their urine flow days and nights. Every 45 to 50 minutes. The systems has not changed since august when the stimulation was installed. The program was changed to program 1 from program 4 ¿ no changes. The patient mentioned a pre-existing heart condition that was not related to the device. The return of symptoms has not been resolved. Additional information was received from a consumer. The patient had an appointment with their doctor on (B)(6) 2017 and they could do nothing, the patient had a bladder infection. The patient had another appointment on (B)(6) 2017 and nothing, the patient still had a bladder infection. Steps taken to resolve the return of symptoms include changing to program 2. The patient was put on a permanent antibiotic and treatment; they are going to see if this was okay. At the time of the report, the patient¿s symptoms had changed for the better. There was no bladder infection, excess urination was 3x at night, and daytime urination was about 1.5 to 2 hours. No further complications were reported/anticipated.

Manufacturer narrative:
Updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.